Manufacturer narrative:
Additional information: 2 patient age/date of birth: unknown as information was not provided. If implanted: not applicable as the iol was not implanted. 7 if explanted: not applicable as the iol was not implanted. Device evaluation: product testing could not be performed because the product was not returned as it was destroyed. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After inserting an intraocular lens (iol) in the patient¿s ocular dexter (right eye), it was reported there was a folding issue; lens was inserted but was not left implanted. The lens was removed without incision enlargement. Outcome does not significantly interfere with activities of daily life, it was reported the patient has recovered. The lens was discarded. No further information is available.